Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing, which led to pacing inhibition. The patient was brought into the clinic and the atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.